Manufacturer narrative:
Analysis & findings: no deviations from the sops were found. Visual analysis revealed sparse bone on-growth is present on the distal part of the stem. The proximal surface of the stem appears partly shiny, which indicates micromotion against the adjacent bone tissue. Scratches on the proximal part and on the neck of the stem likely resulted from the extraction procedure of the implant. Discoloration on the stem's proximal surface and neck is apparent, and probably derives from contact with body fluids. Technical analysis: sparse bone on-growth is indicative of limited osseo integration of the stem. Shiny areas on the stem's surface, probably deriving from micromotion, is indicative of a loose fit of the implant. Rem analysis: residuals of bone and corund on the stem's surface can visually be distinguished. On parts of the distal end of the stem corund (ai) and bone (ca) could be identified by edx. On areas located further proximal of the stem no calcium could be detected. Based on the received information, the root cause of the reported stem loosening cannot be established.

Event description:
It has been reported that a revision surgery was performed, due to loosening. During a visit of the hospital, the surgeon gave the explant to a company representative. No additional information is available at this time.